Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument had jaws broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the 8mm force bipolar was found to have a broken grip at the grip base. A partial return of the grip assembly was returned when the grip assembly was pieced back together. A piece approximately 0.07 x 0.04¿ was not returned. Material was missing. Additional observation not reported the instrument was found to have broken conductor wire at the wrist assembly. Failure analysis found the additional failure of a broken conductor wire to be related to the customer reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage were observed.